Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support instructed the customer to remove the cartridge and administer a 9-unit bolus, which was completed successfully. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.